Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose results. Expected non-fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to husband's meter. Back to back blood test produced test results of 530 mg/dl using trueresult meter and 107 mg/dl using husband's meter. Verified storage of product is not within instructed spec since they are kept in kitchen cabinet. Test strip lot manufacturer's expiration date is 05/31/2018 nd open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1: 530 mg/dl, (B)(6) 2015, 06:06 am, fasting: yes; 2: 170 mg/dl, (B)(6) 2015, 05:59 am, fasting: no; 3: 214 mg/dl, (B)(6) 2015, 03:55 pm, fasting: yes; 4: 153 mg/dl, (B)(6) 2015, 07:21 am, fasting: yes; 5: 205 mg/dl, (B)(6) 2015, 04:11 pm, fasting: yes. Adverse event not reported.